Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had cord damage. The device was not being used during surgery. It is unknown if injury or medical intervention occurred and the date of the event is unknown as well. No additional information provided.